Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the bad/faulty scope socket air joint could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed due to a scope socket air joint that was causing air leakage and the slider switch's intermittent use of high intensity mode. Additional issues were identified during the device evaluation: the lamp life meter was reading below 300+ hours, the light output was measured out of specifications, the air pressure pump was low, and the top cover had deep scratches with minor scratches on the front panel mouth. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during a therapeutic procedure, co2 was leaking from where the scope device plugs into the evis exera iii xenon light source. The patient was not under anesthesia. The procedure was completed with the same set of equipment without any delay. There were no error messages displayed due to the issue. There were no reports of patient harm associated with this event or patient safety issues. The customer reported that the technician just had to hold up the end of the scope that plugs into the light source to get the co2 to stop leaking out. The customer had a spare light source in a room that they were not currently using, which was swapped out. There have been no issues since the swap.